Event description:
It was reported that during a da vinci-assisted lower anterior resection procedure, the cable of the tip of the fenestrated bipolar forceps was broken. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause any delays. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive has received the fenestrated bipolar forceps (fbf) instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint of a broken cable. Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. The fbf instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The root cause of the frayed - distal instrument grip cables is attributed to a component failure. Additional observations not reported by site were that the fbf instrument was found to have damage of the conductor wire¿s insulation. As a result, the internal wires are exposed. Electrical continuity test was performed and passed. There was no thermal damage observed. The root cause of this failure is attributed to a component failure. The fbf instrument was found to have various scratch marks on the main tube. The scratch marks were 0.100¿ - 0.262¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to the mishandling/misuse. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17/lot# n10210712 0386) associated with this event has been performed. Per logs, the fenestrated bipolar forceps (fbf) instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.